Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73j1600634 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier was used for nephrectomy and robotic surgery. The clips were shooting out of the applier during loading.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next two clips. However, a double feed occurred on the fourth attempt. At this time, it could be seen that the next two clips were out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position in the channel and stacking on one another. It was also found that the bottom jaw had slightly bent jaw legs. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "during loading time clip shot out" was confirmed based upon the sample received. One device was returned. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Upon functional inspection, the first 3 clips were able to fire properly. However, a double feed occurred on the fourth attempt and it was found that the clips were out of position in the channel and stacking on one another. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the applier was used for nephrectomy and robotic surgery. The clips were shooting out of the applier during loading.